Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the distributor, conmed, rec'd a complaint that 1 of 12 suture pouches in a box had a breech in the pouch seal. No pt injury reported.